Event description:
It was reported that the patient underwent a tlif for degenerative disease at l5-s1 using interbody device with posterior fixation. The fixation screw reportedly was loosened post op. The revision procedure was performed approximately two weeks post op.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. We are unable to determine the cause of the event; however, the suspect devices in use are lot# w08a5503 and w08b0914. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications. In addition, this part is not approved for use in the united states; however a like device catalog# 8372740 was cleared in the united states.